Manufacturer narrative:
No lot information provided to investigate. Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.

Event description:
Tested 3 individuals today, all were negative. The worksite they were trying to access did rapid antigen tests on all 3 and they all came up positive. Information reported by user is being reported as required by 21 cfr 803.